Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tube was routinely placed by the anesthesiologist prior to the thyroid procedure. The intubation was used normally without any problems. However, shortly before the patient was then placed in the operating room, there was an increase of the ventilation pressure. The ventilation pressure was noticed after the airway was established. So, the anesthesiologist decided to extubate the tube and intubate the patient again with another new tube. The delay time was only when the extubation and the new intubation of the tube. Then all was fine and the thyroid procedure was performed without any problems. There was no patient impact after the procedure as status of patient was alive with no injury.

Manufacturer narrative:
Analysis of the device found that the flex circuit was cut off. In an as received condition, there was an occlusion of the main tube inside diameter which would have resulted in the reported event. It was at the proximal end near the inflation assembly connection with the main tube. The peak of the occlusion was approximately radially centered in respect to the inflation assembly and measured 2-1/8¿ inches long. The length spanned from the proximal side of the inflation assembly connection (by 5/8¿) and proceeded distally (by 1-5/8¿). The drawing requires that separation of the pvc layers (delamination) shall be less than or equal to 1.0mm (0.040¿). Using the 8.5mm inside diameter as reference, the delamination / separation of the pvc layer extended out from the surface by approximately 5.5mm. A syringe was used to inflate the cuff with 15cc of air. No pressure was applied to the cuff and within one minute, the inside diameter delamination increased to 7.5mm. The tube was deflated however the obstruction only partially receded. If information is provided in the future, a supplemental report will be issued.